Manufacturer narrative:
(B)(4). Device identification: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: did clips not hold on to tissue or vessel once placed? - clips held on to tissue but they were twisted was there any issue with bleeding? If yes, what was the amount of the blood loss (mls)? Was a transfusion required? Was the procedure altered as a result of the event? - no bleeding occurred as a result of the malformed clips. Dr. Lim expressed concern with using the clips on the omentum for fear of it ¿shearing¿ the tissue and creating bleeding, however, no additional bleeding due to the malformed clips occurred. Were there any patient consequences? If yes, please describe. - no patient consequences. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric sleeve and while using the clip applier on tissue the surgeon experienced a ¿scissoring effect¿ whereby the clip was not properly clamped on tissue. He removed the clips and needed to open a new clip applier to complete the case. Once outside the patient he dispensed clips that continued to create a scissoring effect independent of any tissue. There was a 3 minute delay to the procedure. The procedure was completed successfully with no patient consequences.